Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6)2025. The patient's blood glucose levels reached 580 mg/dl while wearing the pod for less than 1 hour. Symptoms reported include hyperglycemia, dizziness and vomiting. The patient reported the pod was leaking insulin. The patient was treated with intravenous fluids - sodium chloride and insulin. The pod was removed at the hospital and discarded. The patient was released after 3 days (22aug2025). The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.